Event description:
It was reported that the flexible drill driver was found broken in the back table when setting up for a case. It was removed and replaced with a new one before the case started. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the head of the flex driver to have fractured. The connector is scuffed on all sides. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.